Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 36 mg/dl. Reportedly, the customer overestimated the amount of carbohydrates consumed for lunch. Customer ate carbohydrates to address low bg. Recommendation was made for customer to discuss event with a healthcare provider.